Event description:
Rptr is using a co extension set which is a t-connector with an interlink injection port as part of the standard IV setup in the hosp. There is a problem with the co extension set in that the injection port is very easy to break off or crack while connecting it into the IV line or if the pt rolls over it while in bed. There have been a number of instances in rptr's ER dept where the injection port snapped off while connecting it to the IV line resulting in blood spilling from the IV site and no other way to stop it except to pull the IV line completely out. There are also complaints of leaking around the injection port due to cracking.